Event description:
It was reported that during a percutaneous coronary intervention procedure that a guide wire fracture occurred. The lesion was located in an unspecified coronary artery. The physician advanced the .014 x 182cm choice pt guide wire to an unspecified coronary artery. It was noted that the tip of the choice pt guide wire detached under an unspecified stent strut. The patient had an "adverse outcome" and underwent coronary artery bypass graft surgery. The patient¿s status was reported as ¿fine¿.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)